Manufacturer narrative:
Manufacturer ref# (B)(4). Catalog# is unknown but referred to as cook celect filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2012. It is alleged that the [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided."

Event description:
The patient received an implant on (B)(6) 2012 via the right internal jugular vein due to post deep vein thrombosis (dvt) and pulmonary embolism (pe). The patient alleges vena cava perforation, organ perforation, and stenosis. The patient further alleges inflammation, swelling, shortness of breath, limited mobility, and clot. On (B)(6) 2012, per a report from venogram; ¿impression: mild improvement of clot burden. Angioplasty of superficial femoral to common iliac veins.¿ on (B)(6) 2012, per a report from venogram; ¿findings: inferior venacavogram a demonstrates thrombus trapped within the filter. The filter does appear to be in good location. The filter is not removed due to retained thrombus. Impression: retained thrombus within the filter.¿ on (B)(6) 2012, per a report from venogram; ¿impression: scarring and/or narrowing of the inferior vena cava at the level of the filter. Probable retained thrombus. Would not advise filter removal given the scarring of the vein. The patient does demonstrate large collateral formation versus duplicated inferior vena cava. This was discussed with the patient. Recommend lifetime anticoagulations.¿ on (B)(6) 2019, per a report from computed tomography; ¿findings: the legs of the ivc filter extend as much as 13 mm beyond the wall of the inferior vena cava. Clear legs extend to along the posterior margin of the duodenum. At and below the level of the filter, the ivc is "small". Above the apex of the filter, the ivc is "normal size". The apex of the filter is just above the level of the entering right renal vein. No filter component fracture. No filter tilt.¿

Manufacturer narrative:
Investigation: the following allegations have been investigated: organ/vena cava (vc) perforation, thrombus/clot/stenosis, shortness of breath (sob), inflammation, scarring, swelling, limited mobility. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Filter interacts with ivc wall, e.g. Penetration/perforation/embedment. This may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Unknown if the reported shortness of breath (sob), inflammation, scarring, swelling, and limited mobility are directly related to the filter and unable to identify a corresponding failure mode at this point in time. (B)(4) in lot. No relevant notes on work order. The product is manufactured and inspected according to specifications. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information becomes available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to or is likely to cause or contribute to a death or serious injury if a malfunction occurred.